Event description:
The physician attempted to implant a resolute integrity drug eluting stent in a calcified circumflex lesion, however, the stent could not cross the lesion. Following two further attempts to cross the lesion during which the lesion was pre-dilated between each attempt, inflation difficulties were encountered. It was confirmed that force was used in the attempts to cross the lesion. The device was removed and another resolute was successfully implanted. Patient is reported to be fine. At the end of the case the device was flushed and saline was dripping from the junction where the hypo tube meets the catheter. Device evaluation: the stent was positioned between the marker bands as per specifications and was not damaged. There was a 1.5cm tear running along the distal shaft from the exchange joint. The tear was through the inner and outer lumens. Negative prep failed and the device did not hold pressure with liquid exiting through the distal shaft tear. The distal tip was flared.

Manufacturer narrative:
Evaluation, results: failure to follow instructions-force used to cross lesion has most likely contributed to the catheter damage. Lesion morphology- calcified lesion caused crossing difficulties which required force. Conclusion: failure to follow instructions-force used to cross lesion has most likely contributed to the catheter damage. Device failure/lack of effectiveness related to patient condition device -calcified lesion caused crossing difficulties which required force. (B)(4).